Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 07/31/2008, abbott point of care was contacted by a customer who reported using an I-stat cardiac troponin I cartridge yielded a result of 0.81 ng/ml. Repeated same sample using an I-stat cardiac troponin I cartridge yielded a result of 0.63 ng/ml. Repeated and tested at laboratory equipment yielded a result of <0.04 ng/ml.

Manufacturer narrative:
Abbott has completed its testing of the heparin lots for products meeting the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated]. The heparin lots identified in the apoc manufacturing process have passed the nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) tests. Becton dickinson (bd) tube testing will commence pending the approval, by FDA, of the protocol.